Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (3.50mm x 30mm) to a calcified lesion in the lcx with 85% stenosis but the device could not pass. The physician changed to another device to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed on advancement towards the target lesion. Multiple struts from the 14th proximal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 85% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 85% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).